Event description:
Per medwatch letter mw5108206: patient stated she had an issue with cassette last night. She used a kit used one mix from kit. New order scheduled for delivery. No lot number given. Patient did not provide explanation or elaborate on type of issue she was experiencing. Did the product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Unk. Did we [MFR) replace the cassette? Yes; did the pt have additional cassettes they were able to switch to? Yes; if yes. Was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved.

Manufacturer narrative:
Additional information was received indicating patient details.